Event description:
The customer reported that the intellivue mx800 patient monitor did not alarm for a drop in spo2 on (B)(6) 2020 between 12:30 and 13:00 for the patient in bed 32. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.